Event description:
Staff went to read the IV infusion for the patient (having lipid infusion -vamin) and found the value infused for the hour to be incorrect. It was less than the hour before. Staff left the bedside for a few minutes and on return found the pump had switched off. Staff switched it on again, and it alarmed giving "no flow above pump." It was found that the lipid remaining in the bag (approx 45 mls) had gone through. Child had been critically ill -potential to become cardiovascularly unstable with fluid overload. Oral diuretics administered and closely observed, but no ill effects. Action taken - sho contacted, and patient checked immediately. Vital signs stable. Patient was kept on strict fluid balance overnight. Pump eventually sent to clinical engineering for investigation, infusion set 8c820 not recorded or saved - incident report states infusion rate 22 mls/hr, but event history download shows rate of 50.2 - vtbi 1004.0 - event history download does not agree with the report - download has an episode of one hour where the pump is apparently on hold, but there are no on hold alarms.

Manufacturer narrative:
H6. Device investigated and no faults were found.